Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. It showed the battery voltage under telemetry was 2.55v and the daily measurement via the device was 2.92v. Event assessment has determined that report of potential malfunction may result in unnecessary explant.

Event description:
It was reported that device interrogation showed a low battery voltage measurement, 2.55 volts, which is lower than eri level. However, device data via save-to-disk did not show the device was at eri (elective replacement indicator) status; the battery voltage was 2.9 volts. It was further reported that the atrial lead threshold increased and that there was high impedance of 2200 ohms. The patient complained of small shocks in the pectoral area around the device. The device battery voltage measured 2.43 v and 1.71 v, but review of device data showed a range of 2.78-2.82 v over the past two weeks. The device and lead remain in use. No further patient complications have been reported as a result of this event.